Event description:
The pt presented to the emergency dept for heart catheterization, with chest pain, increased st segment elevation and the right coronary artery totally occluded. A stent was placed in the rca. The pt experienced increased hypotension post-stent. Dopamine was given without affect, so levophed was started, and a swan ganz catheter was placed. An echocadiogram showed pericardial effusion. Pericariocentesis was performed. The pt was sent to surgery for left ventricular repair. By the end of the case, the pt was responsive.